Event description:
Trinity revision of the cocr modular head after approximately 1 month and 2 weeks due to a periprosthetic fracture from a fall (a non-corin stem was also revised).

Manufacturer narrative:
Per -4577 initial report additional information, including post primary and pre revision x-rays, operative notes, patient medical history, whether the patient followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cocr modular head after approximately 1 month and 2 weeks due to a periprosthetic fracture from a fall (a non-corin stem was also revised).

Manufacturer narrative:
Per -4577 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, whether the patient followed correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. As there has not been a malfunction or deterioration in the effectiveness of a corin device, no further investigation is required. The reported revision event was subsequent to a bone fracture from a fall, therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.